Event description:
It was reported the patient experienced a loss of therapeutic effect. The symptoms had increased, actually "they never went away." The patient thought it helped originally, but the symptoms "never decreased significantly." There was a loss of bladder control. 1 - 2 months ago they started to have a "spasmodic feeling" when trying to go to the bathroom. It was like the muscles "locked" and they were not able to urinate. They stood up and the spasms came back. There was no known accident or incident related to the event. The location of the symptoms were the perineum. The patient could decrease the stimulation, but could not increase it. The patient was on program 3 at 1.9 volts, however, there was no lightning bolt indicating the stimulation was off. Before turning it on, it was lowered to 1.0 volts and then turned on. The lightning bolt was seen. It was increased from 1.0 volts, but the stimulation was in the wrong location. She changed to program 4 at 2.6 volts and the pulse was felt to the right of the back bone, while the implantable neurostimulator (ins) was on the left side. She changed to program 1 and increased from 2.4 to 2.8 volts. Stimulation was in the bicycle seat area. She removed the antenna and adjustments were made. Additional information received reported she tried program 1 on 2.8 volts, as states in related case over the weekend. She had some improvements, but was still having urinary leaking. She was also having spasms where her muscles lock up when she goes to urinate, as stated in related case. She thought she had intermittent stimulation because she felt the stimulation sometimes and did not at others. She increased stimulation to 3.7 volts and was to try this on program 1. She had reprogramming done back in (B)(6) 2010. Before she had reprogramming done, she felt she tried program 1, 2, and 3. She did not recall ever being able to use program 4. She did not feel she had had 50% or better improvement in symptoms since she received the implant. Additional information received reported that the new programmer will need to be bonded to her ins to have access to all of the programs. She had unsatisfactory results from stimulation, but had not gone into the health care provider office yet. She was going to keep the old programmer until the new programmer was bonded. Additional information received reported she still had concerns, but had not sought further help. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 3093-28, lot# v165232, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).